Event description:
It was reported that the pump display did not turn on. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer reverted to manual insulin injections for insulin therapy.